Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a revision surgery in which the existing components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinders were visually inspected and functionally tested. Two leaks, consistent with sharp instrument damage from explant, were identified in the first cylinder. The second cylinder had wear at a fold in the middle of the cylinder body; the cylinder passed leak testing. There was a leak, due to fatigue, found at the pump kink resistant tubing. Microscopic inspection of the pump found blood contamination on the interior; therefore, the pump was not functionally tested. A DHR review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed and was found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. A labeling review was performed and according to the device instructions for use, the clinical observation of incomplete inflation is documented as a potential occurrence of product use. This investigation is assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected because the tubing leak likely caused or contributed to the reported clinical observation of incomplete inflation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a revision surgery in which the existing components were removed and replaced. There were no patient complications.